Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain on the right side"), ectopic pregnancy with contraceptive device ("multiple ectopic pregnancies") and device dislocation ("migration of essure device location of device/migration of essure device-location of device: stomach") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nephrolithiasis. Concomitant products included ibuprofen, lorazepam and medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (acetaminophen), surgery (underwent a right salpingectomy and tubal ligation to remove the other coil).at the time of the report, the pelvic pain had resolved and the ectopic pregnancy with contraceptive device, device dislocation, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date of birth was reported as (B)(6) 1987. On unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about january 2015, she underwent a tubal ligation to remove the other coil. Do you allege that essure caused birth defects? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018:upon internal review, it was found that the last follow-up information dated (B)(6) 2018 was wrongly attached to this case. Thus, reporters, concurrent conditions and the following events were deleted: fatigue, migraines, headaches, nausea, depression, anxiety, vision decreased rapidly, hair loss, panic attacks, and did not do well with hormones. After the correct source document was received in argus central, the following events were added: migration of essure device-location of device: stomach, bladder infection, urinary tract infection, and vaginal infection. Past medical history and the event pelvic pain outcome were updated; new reporters added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain on the right side"), ectopic pregnancy with contraceptive device ("multiple ectopic pregnancies/ ectopic pregnancy"), device dislocation ("migration of essure device-location of device: stomach"), device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general),") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included nephrolithiasis, miscarriage and parity 3. Concomitant products included ibuprofen, lorazepam, medroxyprogesterone and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil and underwent a right salpingectomy and tubal ligation to remove the other coil). At the time of the report, the pelvic pain had resolved and the ectopic pregnancy with contraceptive device, device dislocation, device expulsion, genital haemorrhage, cystitis, urinary tract infection, vaginal infection, depression, anxiety, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, cystitis, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of birth was reported as (B)(6) 1987. On unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about (B)(6) 2015, she underwent a tubal ligation to remove the other coil. It was also reported as (B)(6) 2011 (discrepant information). Do you allege that essure caused birth defects? Yes. Hsg date (B)(6) 2011(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received: new event abnormal bleeding (general) were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain on the right side"), ectopic pregnancy with contraceptive device ("multiple ectopic pregnancies/ ectopic pregnancy") and device dislocation ("migration of essure device-location of device: stomach") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nephrolithiasis. Concomitant products included ibuprofen, lorazepam and medroxyprogesterone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, 2 years after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with paracetamol (acetaminophen), surgery (underwent a right salpingectomy and tubal ligation to remove the other coil), surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil) and surgery (underwent a right salpingectomy and tubal ligation to remove the other coil). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, ectopic pregnancy with contraceptive device, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: date of birth was reported as 19-jul-1987. On unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about (B)(6) 2015, she underwent a tubal ligation to remove the other coil. Do you allege that essure caused birth defects? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Patient¿s demographic information updated. Indication female sterilization was added. Events: depression, anxiety were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain on the right side") and ectopic pregnancy with contraceptive device ("multiple ectopic pregnancies") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included nephrolithiasis. Concurrent conditions included body mass index normal. Concomitant products included ibuprofen, lorazepam and medroxyprogesterone. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced visual impairment ("vision decreased rapidly"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), panic attack ("panic attacks"), hormone level abnormal ("did not do well with hormones"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil), surgery (underwent a right salpingectomy and tubal ligation to remove the other coil) and surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, migraine, visual impairment, alopecia, panic attack, hormone level abnormal, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, fatigue, headache, nausea, depression and anxiety had resolved. The reporter considered alopecia, anxiety, cystitis, depression, device dislocation, ectopic pregnancy with contraceptive device, fatigue, headache, hormone level abnormal, migraine, nausea, panic attack, pelvic pain, urinary tract infection, vaginal infection and visual impairment to be related to essure. The reporter commented: on unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about (B)(6) 2015, she underwent a tubal ligation to remove the other coil. Do you allege that essure caused birth defects? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Most recent follow-up information incorporated above includes: on 2-mar-2018: the pfs and medical record received:the event fatigue, migraines, headaches, nausea, depression, anxiety, vision decreased rapidly, hair loss, panic attacks, did not do well with hormones, migration of essure device, bladder infection, urinary tract infection, vaginal infection added, reporter added, event outcome added, medical history added, lab data added. On 2-mar-2018: fu 1 and fu 2 process together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain on the right side"), ectopic pregnancy with contraceptive device ("multiple ectopic pregnancies/ ectopic pregnancy"), device dislocation ("migration of essure device-location of device: stomach") and device expulsion ("expulsion of essure device") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included nephrolithiasis, miscarriage and parity 3. Concomitant products included ibuprofen, lorazepam, medroxyprogesterone and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and nausea ("nausea"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil and underwent a right salpingectomy and tubal ligation to remove the other coil). At the time of the report, the pelvic pain had resolved and the ectopic pregnancy with contraceptive device, device dislocation, device expulsion, cystitis, urinary tract infection, vaginal infection, depression, anxiety, vaginal haemorrhage, menorrhagia and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, cystitis, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of birth was reported as 19-jul-1987. On unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about (B)(6) 2015, she underwent a tubal ligation to remove the other coil. It was also reported as (B)(6) 2011 (discrepant information). Do you allege that essure caused birth defects? Yes. Hsg date (B)(6) 2011(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: event device expulsion, vaginal bleeding, menorrhagia, nausea, essure confirmation test not done added. Concomitant medication, concurrent condition added. Outcome of event pelvic pain added as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on the right side'), ectopic pregnancy with contraceptive device ('multiple ectopic pregnancies/ ectopic pregnancy'), device dislocation ('migration of essure device-location of device: stomach') and device expulsion ('expulsion of essure device') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included nephrolithiasis, miscarriage and parity 3. Concomitant products included ibuprofen, lorazepam, medroxyprogesterone and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil and underwent a right salpingectomy and tubal ligation to remove the other coil). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, urinary tract infection and abdominal pain had resolved and the device expulsion, genital haemorrhage, cystitis, vaginal infection, depression, anxiety, vaginal haemorrhage, menorrhagia, nausea and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of birth was reported as (B)(6) 1987. On unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about (B)(6) 2015, she underwent a tubal ligation to remove the other coil. It was also reported as (B)(6) 2011 (discrepant information). Do you allege that essure caused birth defects? Yes. Hsg date (B)(6) 2011(discrepancy noted). Patient was treated for pelvic pain, abdominal pain, migration and urinary tract infection. Insertion date - (B)(6) 2011 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new event abnormal pain, post removal complications were added. Event outcome for abdominal pain, urinary tract infection, migration and ectopic pregnancy was updated to recovered/resolved.seriousnes criteria for event genital hemorrhage updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on the right side'), ectopic pregnancy with contraceptive device ('multiple ectopic pregnancies/ ectopic pregnancy'), device dislocation ('migration of essure device-location of device: stomach') and device expulsion ('expulsion of essure device') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and device ineffective "device ineffective". The patient's medical history included nephrolithiasis, miscarriage and parity 3. Concomitant products included ibuprofen, lorazepam, medroxyprogesterone and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection/ infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil and underwent a right salpingectomy and tubal ligation to remove the other coil). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, device dislocation, urinary tract infection and abdominal pain had resolved and the device expulsion, genital haemorrhage, cystitis, vaginal infection, depression, anxiety, vaginal haemorrhage, menorrhagia, nausea and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, cystitis, depression, device dislocation, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date of birth was reported as 19-jul-1987. On unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about (B)(6) 2015, she underwent a tubal ligation to remove the other coil. It was also reported as (B)(6) 2011 (discrepant information). Do you allege that essure caused birth defects? Yes. Hsg date (B)(6) 2011(discrepancy noted) patient was treated for pelvic pain, abdominal pain, migration and urinary tract infection. Insertion date - (B)(6) 2011 (as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain on the right side") and ectopic pregnancy with contraceptive device ("multiple ectopic pregnancies") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a right salpingectomy and tubal ligation to remove the other coil) and surgery (underwent a right salpingectomy and in (B)(6) 2015, tubal ligation to remove the other coil). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: on unknown date, plaintiff underwent a right salpingectomy due to complications from the essure device. Additionally, on or about january 2015, she underwent a tubal ligation to remove the other coil. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.